Manufacturer narrative:
The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by (B)(6). Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. The cause of the extension of the dissection was not provided.

Event description:
It was reported to gore via (B)(6) that on an unknown date in 2015 a patient underwent elective endovascular treatment of symptomatic acute aneurysm from dissection in zone 3, which extended to zone 4. The tevar indication was pain and rapid expansion. The primary entry tear was located in zone 4 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu404020 and tgu404015) were implanted within zones 3 and 4, with coverage extending distally to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 63mm, in zone 4. Additionally, a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed. Post branch treatment all were reportedly patent with no coverage of the left subclavian artery reported. No post operative complications were reported for the patient who had a spinal drain placed, was transferred to the intensive care unit and discharged to home on post operative day (pod) 6. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 31, 360 and 769. On an unknown date, approximately pod 31, follow up imaging reported the aortic diameter within the treated aorta, evg measured 61mm. On an unknown date, approximately pod 360, follow up imaging reported the aortic diameter within the treated aorta, evg measured 61mm and proximal extension of the dissection to zone 5. On an unknown date, approximately pod 769, the patient underwent reintervention to treat distal extension of the dissection. The false lumen was coil embolized and two additional conformable gore® tag® thoracic endoprostheses (tgu404015x2) were implanted within zones 4 and 5. The patient tolerated the procedure. There were no complications or follow up reported for the patient.